Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the cartridge was leaking. Upon loading the cartridge a minimum fill notification occurred after the user filled the cartridge with 300 units. Customer loaded a new cartridge successfully. Blood glucose was 400 mg/dl.